Manufacturer narrative:
The field service engineer noted the vacuum pump oil was cloudy and the filter element was aged. The fse recommended a routine maintenance service; however, the customer declined the recommended service. The sterrad® 100nx was not returned to specifications and the customer was advised to avoid using the unit until it has been serviced to meet manufacturer specifications. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). ¿ the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as the customer has declined service. The assignable cause of the odor/smells could not be verified since the customer declined the recommended service. The customer has stopped using the unit and was further advised that their sterrad® unit is out of compliance and use is not recommended until service is performed. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone number: (B)(6). A field service engineer was dispatched to the customer site. Details of the resolution are unknown at this time, and advanced sterilization products will continue to follow-up for the issue resolution. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.